Manufacturer narrative:
Product analysis: multiple severe kinks evident to hypotube. Deformation evident to proximal stent with struts raised and bunched distally. No evidence of attempted deployment. Stent had displaced distally over distal marker band. No deformation evident to distal tip or remainder of the device. Image analysis: timestamps are the same across all images provided, making it impossible to establish an exact timeline. Stenotic lesions can be observed in left circumflex (lcx) and obtuse marginal (om) arteries. Predilation of the lcx can be observed, followed by delivery and deployment of a stent. Improved vessel patency can be observed at the lcx stent site, followed by wiring of the om and deployment of a stent in the om. Deployed stents can be observed in both vessels. Procedural images provided do not capture the reported deployment/expansion issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent did not adhere to the vessel walls after being inflated and implanted. The device did not pass through a previously deployed stent. After the failed attempt, the patient was implanted with a same size medtronic stent. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.

Manufacturer narrative:
Additional information: annex d code. Correction: annex c code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.